Event description:
After essure was inserted, had bad side effects. Frequent headaches, heavy/irregular periods, extreme fatigue, dizziness, frequent hot flashes, extreme cramps/abdominal/pelvic pain, heavy weight gain, back pains, chest pains. I've never had so much pain in my life, no matter what I try, my weight will not lower. I keep getting heavier. Before I could run around all day and night and still have energy now I'm always tired/worn out. It's not like me to sleep all the time.